Event description:
A customer contacted baxter's technical service center reporting that during an alarm, the hp disconnected the bag and said it was not dripping, then connected it back up while in therapy on home choice (hc). The technical service representative (tsr) explained that could lead to being compromised. The tsr suggested all new supplies. The hp stated he could do it, then ended the call. Product surveillance (ps) followed up with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the use error. Per the pdn, the home patient (hp) had not contacted her regarding the alarm/or changing out of partial supplies. Ps stated she followed up with the pdn as to advise her about the use error in the event she felt the hp needed additional training as it is not recommended that partial supplies are changed during therapy. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product is confirmed. The cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.